Manufacturer narrative:
Insulin pump received with battery cap broken and metal stuck inside the battery tube. Insulin pump had a blank display due to corroded battery tube. Insulin pump had a cracked display window corner, reservoir tube lip, broken belt clip slot and minor scratches on display window.

Event description:
Customer reported that the insulin pump was missing a piece. Customer's blood glucose was 133 mg/dl. Troubleshooting was performed. Customer stated a piece of the top of the battery compartment was broken. Customer stated she is unable to get the battery out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.